Event description:
Hospital code blue team responded to a cardiac arrest in a patient room, patient condition not reported. Disposable defibrillation electrodes were attached to the patient. Reportedly, the device displayed dashed lines in paddles lead and use of the device was inhibited. A back up device was obtained, the electrodes were replaced and care to the patient was continued. Patient outcome was not reported. Medtronic received no report of adverse affect to the patient as a result of device operation.

Manufacturer narrative:
Medtronic continues to investigate the reported event.